Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet resulting in the pump shutting down. There was no adverse impact to the customer's blood glucose level. The issue was resolved by plugging the charging cable into a wall adapter, which allowed the pump to begin charging, and no further assistance was required.